Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the surgeon said that the medium large clip applier instrument does not close properly the hem-o-lock. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the reported issue occurred with the surgeon's head inside the surgeon side console's (ssc's) high resolution stereo viewer and while surgeon was attempting to manipulate instruments from the ssc. The issue was that the surgeon could not close the medium - large clip applier jaws but jaws could be moved. The movement was lesser than intended. The movement was in real time but with less force because surgeon could not close the clip. There was no shakiness and/or friction experienced. The issue was persistent. At the time of the event surgeon was attempting to close the clip on the vein. There were no images available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.